Event description:
Clinic notes from the patient's surgical consult were received. The surgeon confirmed that the system was functioning correctly. Impedance was within normal limits and no eos indicators were observed. The surgeon saw no need for replacement at this time. Additional programming history was received from the neurologist's office and reviewed. It was found that generator diagnostics were performed on (B)(6) 2015 and displayed low lead impedance. Labeling indicates that generator diagnostics are never to be run outside of the or. Labeling also indicates that if the generator is connected to the lead, generator diagnostics results may show low impedance.

Event description:
It was reported that the vns patient's device was tested and diagnostic results showed low lead impedance. The patient was referred for surgery but no known surgical interventions have occurred to date.